Event description:
It was reported that the 9800 system had grainy images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The settings were adjusted and the high voltage cable was cleaned and re-greased was replaced during the svc call. The system was tested and found to be working as intended and put back into service.